Manufacturer narrative:
A non-sterile trufill orbit dcs was received coiled inside of a plastic bag. The hypotube was inspected and no damages were noted on it. The introducer was received unzipped without damage. The support and the gripper were found outside of the introducer. The support coil was found without damaged. The gripper was found with wave condition in middle of it. The embolic coil was received separated of the unit in one ziploc bag and it was found stretched/kinked. In the same plastic bag one microcatheter prowler select lp also was received coiled and it was found kinked. The gripper and the embolic coil were inspected under microscope. The gripper was found with wave condition in middle of it also has the mark which indicates that an embolic coil was attached. The embolic coil was found stretched/kinked. The microcatheter was tried in order to flush using a lab sample syringe (nipro) but it was not possible; after that one cordis guidewire was inserted from the hub but it was stuck. When the cordis guidewire was removed from the device, residues of dry blood were found in the tip of it. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the customer as "premature detachment in microcatheter" could not be evaluated; however, the system show evidences that embolic coil was previously detached. However, neither DHR review nor analysis suggests that it can be related to the manufacturing process. The cause of the damages found on the device could not be conclusively determined; however, these do not appear to be related to the manufacturing process since inspections are in place to prevent these kinds of damages leaving from the facility. The kinks found on the microcatheter and the residues of dry blood found inside of it appear to be contributed to these failure. The root cause of this failure is inconclusively and undetermined; therefore, no corrective action will be taken at this time. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Concomitant medical products: prowler lpes microcatheter and snare device. During repositioning, the coil was not left in the aneurysm, while the microcatheter was repositioned. The mc was not re-shaped prior to use, and an adequate continuous flush was maintained through the mc at all times. The vessel was a little tortuous, and the aneurysm was saccular and measure 9.8x7.75, neck 5mm, and the neck to sac ratio was 2:1. The procedure was completed without any problems. No further information was available. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The procedure was treatment of an internal carotid artery/posterior communicating artery aneurysm. The vessel was a little tortuous, and the aneurysm was saccular and measure 9.8x7.75 with a 5mm neck. Two codman coils had been successfully detached prior to the premature detachment of the 9x25 coil. The mc was not re-shaped prior to use, and an adequate continuous flush was maintained through the mc at all times. There was no resistance/friction during advancement through the mc or at any other time. The distal end of the coil had exited the distal end of the mc prior to the event. The mc was not repositioned while the coil was deployed out of the distal end. A .014 micro elite (vas sol.) Snare was utilized to bring both the coil and snare back into the guide. After the coil was retrieved with the snare device, the same microcatheter was not utilized to complete the procedure. Additionally, there were no kinks in the mc that may have contributed to the event. The procedure was completed without any problems. A non-sterile trufill orbit dcs was received coiled inside of a plastic bag. The hypotube was inspected and no damages were noted on it. The introducer was received unzipped without damage. The support and the gripper were found outside of the introducer. The support coil was found without damaged. The gripper was found with a wavy condition. The embolic coil was received separated from the unit in one ziploc bag and it was found stretched/kinked. In the same plastic bag one microcatheter prowler select lp also was received coiled and it was found kinked. The gripper and the embolic coil were inspected under microscope. The gripper was found with a wavy condition. The mark of the headpiece was seen in the gripper indicating a tight press fit. The embolic coil was confirmed to be stretched/kinked. An attempt was made to flush the microcatheter with a lab sample syringe (nipro); however, it could not be flushed. Next, a lab sample cordis guidewire was inserted from the hub, but it was stuck. When the cordis guidewire was removed from the device, residues of dry blood were found in the tip of it. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The premature detachment of the coil in the microcatheter could not be fully evaluated; however, with review of the device history records and analysis of the returned device there is no clear indication of a relationship to the manufacturing process. The cause of the damages found on the device could not be conclusively determined; however, these do not appear to be related to the manufacturing process. The required retrieval process may have contributed to some of the damages. Inspections are in place to prevent damaged devices from leaving the facility. It is possible that the kinks on the catheter and dried blood may have contributed to the event; however, the timing of these findings as related to the reported event cannot be determined. The waviness of the gripper appears to be caused by a compressive load resulting in plastic deformation. The root cause and timing of this cannot be conclusively determined. Investigational testing performed previously to address this issue found that the wavy condition of the gripper did not affect or impact the embolic attachment strength (eas) and did not cause the premature detachment. The root cause of the reported event and findings with analysis of the returned device is inconclusive and undetermined; therefore no corrective action will be taken at this time.

Event description:
During a coil embolization of the ica/pcom aneurysm, two codman coils were successfully detached until the third coil (orbit rdfl complex standard-638cs0925) detached prematurely in the prowler lp es (mc) microcatheter. A .014 micro elite (vas sol) snare was utilized to bring both the coil and snare back into the guide. After the coil was retrieved with the snare device, the same microcatheter was not utilized to complete the procedure. However, there was no resistance/friction during advancing through the mc or any other time. Additionally, there were no kinks in the mc that may have contributed to the event. The coil/delivery system made out the distal end of the microcatheter. After the delivery system was loaded into the microcatheter, the y-connector was locked to secure the delivery system without any damages noticed on the delivery system.